Event description:
On (B)(6) 2020 around 3:40 pm, my patient had falling in the shower, she complain about her right hip hurting her. She was taken to (B)(6) hospital at 3:45 pm , she has a bruise on her right hip and arm from falling. A icepack was placed on her contusions until she was taking to (B)(6) hospital. FDA safety report ID#: (B)(4).